Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that there was a speaker malfunction inop on the device. There was no allegation of an adverse event or any patient or user harm.

Event description:
The customer stated that there was a speaker malfunction inop on the device. No patient harm was reported.